Manufacturer narrative:
A review of the manufacturing records for the device could not be performed as the lot number was not provided.

Event description:
It was reported to gore by the patient's mother that on (B)(6) 2016 the patient underwent surgery to repair a diaphragmatic hernia using an alleged gore dualmesh biomaterial (item number/ lot number not provided). It was reported that the patient was released from the hospital and approximately nine days later the patient began to vomit and was admitted to the hospital. The patient reportedly had developed an infection and sepsis. The mesh was reportedly removed on (B)(6) 2016. Additionally it was reported that the patient was in ICU on three separate occasions (dates unknown) and the mother stated the patient "almost died." It was reported that the patient developed and was treated for hemothorax, however the date was not reported.